Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had operational and auto test failures. The device was not in use on a patient.

Manufacturer narrative:
This is a duplicate of emdr #:1218950-2019-05103.